Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. X-ray revealed the right atrial lead was dislodged. The lead was capped and replaced. The patient&#38112;condition was excellent post procedure.